Manufacturer narrative:
Based on the information provided ¿ including the returned device (if available), photographs, event description, and any field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear-and-tear damage accumulated over time in the field, consistent with the device's refurbished status.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge displayed an error message. This was discovered during the case with no patient harm.